Event description:
Customer reports taking 8 units of novolog in the morning and at noon was found unconscious. While unconscious, the customer reported was tested at 217mg/dl on the device. Customer was given juice to elevate his blood glucose. No medical treatment provided. Requested return of suspect device and replacement was sent.